Event description:
It was reported that during lap colectomy, there was an incomplete staple line. Suture used to complete the case with no consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.